Manufacturer narrative:
(B)(4). D10: 00595203012 - articular surface use with plate 3,4 size yellow/c-h 12 mm height - 62219529. 00598003701 - stemmed tibial component precoat size 3 for cemented use only use of this tibial component with lcck articulating surfaces requires using a stem exten - 62352589. 66022663 - palacos r + g (1x40) - 76204336. G2 : foreign country : australia. H6: suggested code: mechanical g4 - femur . No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient was revised approximately 10 years later due to a malunited periprosthetic fracture of the mid-shaft of the femur. The articular surface was revised due to standard procedure, however, the femoral component was revised to facilitate the use of a stemmed femoral component to aide in the realignment and fixation of the fracture. There were no reported issues with the implants prior to this fracture. Attempts have been made and all available information has been provided.